Event description:
The affiliate reported a customer who stated that a pt had an eye reaction after an ophthalmologic procedure with devices processed in cidex opa. The customer reported that the pt may require a corneal transplant. The customer did not provide any additional info.